Event description:
It was reported the pt experiences shocking/ overstimulation upon pressing a button on the pt programmer and upon turning stimulation on and off. The issue is being monitored and the pt will receive a replacement pt programmer if the issue does not resolve.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.